Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e2, g2 additional customer contact phone: (B)(6) event site postal code: 408104 a getinge field service engineer (fse) arrived and checked power cord cannot be pulled out or retracted. Disassemble it on site to check the cord winder. There is a power cord hanging outside the cord winder. After putting it back normal. It is recommended that users not put it too fast when recycling. Delivered clinically, the equipment has passed all factory-specified performance and safety index tests.

Event description:
N/a

Manufacturer narrative:
Due to character limitation tel. No. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units recyclable power cord can not be pulled out or retracted, causing no personal injury.